Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify unexpected battery power loss due to blank display. Pump received with cracked case at the display window corners.

Event description:
The customer reported via phone call that there was crack on the screen on the corner. The customer¿s blood glucose level was unknown. The customer stated that the battery life had diminished. The insulin pump will not be returned for analysis.